Event description:
Per the clinic, it was determined that the electrode array was not properly inserted in the cochlea. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).